Event description:
The patient was not getting good results on her left side like she should be getting. The right side was great and there was no problem. The patient did not feel stimulation on the left side until she went up to 10v and it has never been like that before. At first the patient stated the problem started a couple days ago but later it was stated it has been doing it for a couple months. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).